Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead was returned. Examination revealed an insulation abrasion at 14.6 cm from the connector end. There is no metal cable exposure. The location of the abrasion is consistent with that of friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.